Manufacturer narrative:
Concomitant medical products: w1dr01, ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant of a replacement implantable pulse generator (ipg) the chronic right atrial (ra) lead exhibited undefined impedance qualified as high and a polarity switch to unipolar. The ra lead remains in use. No patient complications have been reported as a result of this event.